Event description:
It was reported that a peritoneal dialysis patient passed away. It was not reported if the patient was hospitalized prior passing away. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.